Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The caller was informed to use a backup insulin pump to ensure insulin delivery is not interrupted. They were guided to put the faulty pump into storage mode and instructed on the return process to tandem, including using a prepaid label. Additionally, the caller understood the need to program settings and connect their cgm to the replacement pump, which was sent.